Event description:
It has been reported to us that during the procedure the distal tip separated and resulted in a surgical procedure to remove the device. The physician inserted the wire into the coronary artery. The physician advanced the wire forward. According to the sales rep. The tip of the wire appeared to become caught on a previously deployed stent. The physician attempted to remove the guidewire and pulled back resulting in the distal tip of the wire separating. The physician decided that the pt would need a surgical procedure to remove the separated distal tip. The surgical procedure for removal of the separated distal tip was successful and the pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be peformed upon receipt. Device eval anticipated, but not yet begun.